Manufacturer narrative:
The insulin pump passed displacement test. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had loose drive support cap. The customer's blood glucose level at the time of incident was 129mg/dl. The customer was advised the pump would be replaced and returned for analysis.